Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the mega suturecut needle driver instrument to perform failure analysis. The instrument was analyzed and found to have grip input disk axis # 7 completely detached. Additional observation(s) not reported by site: the instrument was found to have hairline cracks on grip input shaft # 6. The instrument was found to have a loose grip cable at the idler pulley.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the jaws of the mega suture cut needle driver instrument were not closing. Additionally, the surgeon noted that wires had snapped on the instrument. There was no residue noted around the distal tip/cable grooves. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the mega suture cut needle driver instrument to perform failure analysis (fa) testing and the fa is still in progress.